Event description:
It was reported that during basilar artery (ba) tip ruptured aneurysm procedure, the operator used the subject guidewire to bring the microcatheter to the ba. During the delivery the distal of the subject guidewire was not reacting and the operator withdrew the microcatheter with the subject guidewire out. Upon withdrawal, it was found that the subject guidewire tip fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned in two fragments (202cm proximal and 12cm distal). The end of the proximal section was seen to be kinked in two locations. The ptfe coating was seen to be peeling at 46cm from the proximal end. The proximal segment was seen to be broken along the nitinol tubing with the core wire exposed. The distal segment was seen to be broken along the nitinol tubing with the core wire exposed. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during a ba (basilar artery) tip ruptured aneurysm case, the subject guidewire was used to deliver the microcatheter to the ba. During delivery the distal of the guidewire did not react at all, so the operator withdrew the microcatheter with the guidewire and found the guidewire fractured. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, the guidewire tip was shaped 45 degrees, and no friction/resistance was encountered during the procedure. The guidewire was returned broken in two fragments (202cm proximal and 12cm distal). During visual inspection, the end of the proximal section was seen to be kinked in two locations, the ptfe (polytetrafluoroethylene) coating was seen to be peeling at 46cm from the proximal end, and the nitinol tubing and core wire were found to be broken/fractured on the proximal and distal fragments. Based on visual inspection of the fracture location, it is probable that the guidewire experienced tension and/or torsion forces during delivery to the ba tip aneurysm which caused it to kink and subsequently fracture at the distal tip. An assignable cause of procedural factors will be assigned to the reported and analyzed event 'guidewire distal tip broken/fractured during use' and the analyzed event 'guidewire kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage observed on the guidewire proximal fragment is indicative of insecure fastening of the torque device onto the wire which could potentially cause abrasions from slipping down the wire. An assignable cause of handling damage will be assigned to the analyzed event ¿guidewire ptfe coating peeling¿ since this issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during basilar artery (ba) tip ruptured aneurysm procedure, the operator used the subject guidewire to bring the microcatheter to the ba. During the delivery the distal of the subject guidewire was not reacting and the operator withdrew the microcatheter with the subject guidewire out. Upon withdrawal, it was found that the subject guidewire fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.